Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 504 mg/dl. Customer had no symptom of high blood glucose. Customer was hospitalized due to possible diabetic ketoacidosis and high blood glucose. Customer was treated with IV. Customer was wearing insulin pump at the time of hospitalization. Customer reported that healthcare professional recommended troubleshooting of insulin pump. Customer declined to troubleshoot for leaks and air bubbles and site and insulin issues. Settings were correct and alarm history showed 2 no delivery alarms. Insulin pump passed high pressure test. Customer was advised to monitor insulin pump.